Manufacturer narrative:
The t:slim user guide states that before delivering insulin, check the t:slim pump¿s personal settings to ensure they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer that the customer had inadvertently entered a blood glucose (bg) of 124 mg/dl in the grams portion of the pump bolus menu instead of the bg menu. The customer then began to deliver the bolus. Once the mistake had been discovered the customer disconnected from the pump to stop the delivery of insulin. Tandem technical support assisted the customer with recalculating the amount of insulin that would be needed. The customer reconnected the pump to the infusion set site and resumed insulin delivery. The customer's bg was not impacted.